Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cine image review was completed: in-stent restenosis (isr) proximal left anterior descending artery (plad) w/ulcerated vs. Chronic total occlusion (cto) plaque (reported as 99%) that required laser atherectomy and cutting balloon. Thrombolysis in myocardial infarction (timi) flow 1 after atherectomy. Predilation, stent implant. Postdilution. Timi 3 final. Event: timi 0 at the stent level, improve to timi 3 after passing gw. No intervention but the gw isr plad w/ulcerated plaque vs. Cto (reported as 99%) that required laser atherectomy and cutting balloon. Timi flow 1 after gw related to vasoespasm. Event: irregularities are noticed within the stent (plaque protrusion). No intravascular procedure performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, one resolute onyx rx coronary drug eluting stent was implanted to treat a lesion located in the proximal left anterior descending (lad) artery. The device did pass through a previously deployed stent. It was reported that stent thrombosis and a myocardial infarction occurred 29 days post stent implant. It was reported that the patient is alive.

Manufacturer narrative:
The lesion was moderately tortuous, moderately calcified with 95% stenosis. The resolute onyx was inspected. There was no issue noted while removing the resolute onyx from the hoop/tray. Negative prep was performed. The lesion was pre-dilated. There was no resistance during advancement. Excessive force was not used. No issues was noted during stent deployment. The stent fully expanded. Thrombus occurred in the lad. The patient was on dapt during the thrombotic event. Intervention was needed to complete the procedure. The thrombus and mi were treated with aspiration. The physician did not comment on the relationship between the thrombus and the resolute onyx. The physician assessed that the mi was directly related to the use of the resolute onyx. It was reported that the patient had medical history that may have made the patient more prone to a thrombolytic event. If information is provided in the future, a supplemental report will be issued.